Event description:
It was reported the device was being used during an unknown procedure. It was reported the hand piece stopped working. The caller did not know how the case was completed. As far as the caller knew, there was no adverse patient outcome.